Event description:
The dr claims that the pt was septic (staphylococcus positive) from the day of surgery, had fever of 102 degrees f, was treated with antibiotics and infection, resolved in 11 days. The dr reported this as possible related to the graft and the procedure. One day post-op, the pt became hypovolemic with thrombocytopenia, related to the procedure. During the procedure, the pt lost a total of 700mls of blood, but no leakage through the graft was reported. Nine days post-op, the pt had renal failure that was not graft-related. The pt was no longer available for f/u after being discharged.